Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was 1930 mg/dl. Reportedly, the customer passed out and required assistance by emergency medical services and transported the customer to the hospital where they were admitted to the intensive care unit. Reportedly, the customer sustained a "busted head and hurt her tailbone". No other details were provided for the hospitalization.